Manufacturer narrative:
No product was returned for evaluation. Attempts to download the engineering logs for this device were not successful. The device has not been synced since time of manufacturing. As such, a log review cannot be done unless user completes a device sync. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data for the reported event and additional information from the user, performance of the device cannot be evaluated and the cause of the event cannot be determined.

Event description:
On 9/10/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 9/10/24. On 9/10/24, the user's spouse reported that the user had discontinued using the ilet due to an emergency event where the user's blood glucose (bg) levels became extremely high, leading to hospitalization. The spouse did not provide further details. The spouse also requested that no further contact be made regarding the ilet system.